Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level displayed as "high." Specific glucose values were not provided. To address the high blood glucose level, the customer administered a correction injection using manual delivery. Reportedly, the customer reverted to an alternate method insulin therapy.